Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle had a tiny of liquid formed on the top of needle. The following information was provided by the initial reporter: found a tiny drop of liquid form on the top of needle when I move the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2045471. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle had a tiny of liquid formed on the top of needle. The following information was provided by the initial reporter: found a tiny drop of liquid form on the top of needle when I move the plunger.